Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first ventricular fibrillation (vf) therapy was not the programmed energy delivered from the implantable cardioverter defibrillator (ICD), but the second shock terminated the arrhythmia. It was noted that the first therapy only delivered 1.4j and was not successful, but the second was and delivered 36j. Possible damage to the ICD due to circuitry was suspected. There was also low rv defib impedance on the right ventricular (rv) lead at that time. Possible insulation breach was suspected of the rv lead due to the 1.4j shock instead of 26 j shock. The patient had passed out while walking from their car into work. The physician stated that the patient received shock therapies inappropriately and are planning replacement procedure. The rv lead and ICD were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted there were no insulation breaches or fractures in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an internal review of data transmitted from the implantable cardioverter defibrillator (ICD) indicated that short circuit protection was triggered during the high voltage therapy resulting in lass than the programmed high voltage energy being delivered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they were told that one of there leads, the right ventricular (rv) lead, had blood in it and when it sent the shock not much of it reached the heart. The patient said that their physician thought it might have shorted the implantable cardioverter defibrillator (ICD) or the rv lead causing damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they were told that one of there leads, the right ventricular (rv) lead, had blood in it and when it sent the shock not much of it reached the heart. The patient said that their physician thought it might have shorted the implantable cardioverter defibrillator (ICD) or the rv lead causing damage. (B)(6) 2019: it was further reported that at the explant procedure the physician observed that there were significant abrasion marks on the implantable cardioverter defibrillator (ICD) and there was rusty discoloration in the header of the rv port. The right ventricular (rv) lead had oxidized blood inside the insulation throughout the visible length of the lead. A stylet could not be advanced past the proximal portion of the rv lead and rust colored effluent was released. The rv lead was cut and a locking stylet was successfully advanced and engaged distally. There was significant lead-to-lead binding at a single access site which was managed with the laser sheath. The rv lead was then successfully extracted completely and replaced with a new rv lead. However, during the extraction of the rv lead the right atrial (ra) lead pulled back and therefore was explanted and replaced with a new ra lead.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory also indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.